Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) reviewed the daily threshold and impedance measurements trends and confirmed the rv lead shock impedances were greater than 125 ohms. Ts discussed possible causes and provided recommendations. No adverse patient effects were report. At this time, this rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.